Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: an unknown date, the patient underwent anterior cervical fusion at c5-6, c6-7 with plate fixation. Plate was used in this surgery. (B)(6) 2005: the patient was presented with pre-op and post-op diagnosis: status post anterior cervical neural decompression and structural stabilization and fusion with anterior plate fixation c5-6, c6-7, failure of solid fusion c5-6, post-traumatic with loose anterior plate fixation, herniated pulposus, degenerative disc and osteophytosis and neural compression c4-5. The patient underwent the following procedures: exploration of previous anterior fusion as a separate and succinct procedure, removal of anterior plate fixation, design c5-6, c6-7, debridement of fibrous nonunion c5-6 with neural decompression, anterior inter-body fusion c5-6 with bone morphogenic protein and cancellous cortical autogenous bone graft, anterior neural decompression of c4-5, anterior discectomy and fusion c4-5, anterior plate fixation c4-c5-c6 with anterior unicortical fixation. Per-op: incision was made over the c6 vertebral body, upon removal and dissection of the prevertebral fascia and the scar overlying the plate the c5 screws and the c7 screws easily came out. They were overtly loose. Only the screw at c6 was tight. The plate was removed, compression of the c5 level showed articular motion through the disc space at c5-6, anterior distraction pins were placed at the bodies of c5 and c6, distraction was carried, iliac crest allograft bone bank was impacted into the inner disc space at c5-6, bmp was impacted on either side of the inner disc implant, distraction traction was removed with removal of pins, incision was made at the disc space at c4-5, the periosteum was reflected off the anterior body of c4 and c5, the annulus and nucleus were resected decorticating the endplates at c4-5 with distraction traction after putting a distraction pin in the anterior body of c4 and c5, debris nuclear debris was removed, iliac crest bone bank bone graft was placed into the inner disc space at c4-5, anterior pins were removed, anterior plate was placed on the anterior body of c4, c5, c6, screws were placed in the vertebral bodies, it was locked, bmp was placed in the lateral aspects in the inner disc space at c4-5 to stimulate healing well. No patient complication was reported. Patient alleges unspecified injury due to the use of rhbmp-2.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.